Event description:
Report received of pt pendant delivering unrequested boluses. Received report from abbott international affiliate, abbott australia which states: "the pendant (a non-repairable item) was repaired by hosp. They replaced the plug on the end. Unfortunately facility didn't do a very good job as the wires inside the plug were apparently shorting. There was no adverse pt outcome. Pump programmed pca only, checked to pt. Attached giving set to pt. Bolus cable attached to pump and pump immediately delivered an unrequested bolus dose. Keypad was non-functional, batteries and power supply removed to stop pump. This entire process was repeated 3 times on 3 different "apm" pumps using the same pendant for the same result each time. Pendant in use had been modified/repaired by hosp's biomedical engineering. This scenario was repeated again in theatre later in the day involving the same bolus cable. On both occasions there was no harm to the pt. Additional info has been requested, no further info is available at this time.